Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient had twiddler syndrome where he physically moved the lead completely out. The patient was shocked few times. Intermittent capture anomalies were observed. The lead was explanted.